Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing that resulted in storage of non-sustained ventricular tachycardia episodes. The noise was unable to be reproduced with isometrics. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.